Event description:
A customer contacted technical support regarding a malfunction associated with a field correction notice. There was no adverse impact to the customer¿s blood glucose level. The customer requested a replacement pump as they did not feel comfortable continuing to use the affected pump. Technical support agreed to send a replacement pump with updated software and provided necessary instructions, including putting the current pump into storage mode prior to its return. The customer understood and acknowledged these instructions and will continue to use the current pump until the replacement arrives.